Event description:
Moving ventilator causes circuit breaker to trip when compressor is in use. Also compressor fails to start and trips circuit breaker when "line air" is disconnected. Found loose wires at hr meter shorting to compressor motor chassis. Inspected 5 other ventilators. Found similar problems on 4 including chafed neutral wire, burned connector on hot wire at on/off switch. All units had fewer than 1000 hrs on the compressor.